Event description:
It was reported that the patient had been feeling fatigued and weak since her implant one week prior. On date of event, patient woke from sleep with severe left shoulder pain radiating to her neck, ear and arm. The patient reported nausea with the pain, but denied any other symptoms including chest pain, shortness of breath (sob), palpitations, or lightheadedness. The pain lasted 10 minutes and subsided on its own. The next morning the patient presented to the emergency room (ER) for evaluation. Cardiac enzymes were elevated and the patient was admitted to the hospital. Testing included an EKG, chest x-ray, and an echocardiogram, all normal. Since the patient continued to be very dyspneic with any activity, a computed tomography angiogram (cta) was completed to rule out pulmonary emboli. The cta was positive for emboli with an embolus in the right interlobar pulmonary artery and sequential emboli in all lobes bilaterally, with a moderate overall clot burden. An inferior vena cava (ivc) filter was implanted. Detected during imagine for the placement was a residual partially-occlusive thrombus in the inferior right femoral artery. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).